Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The complaint product was not returned for analysis. The complaint condition of a broken special. Instrument patella guide is not confirmed. Manufacturing-related data could not be reviewed. Because no information regarding the manufacturing lots was provided. However, a pfmea for knee instruments, 750-2012-027-pfmea-instrument knee rev-, covered issues related to manufacturing, including inadequate fastening that causes disassembly and improper inspection, both of which potentially caused the locking washer to fall off. Corrective actions are not required because the special handles are not continuing to be manufactured, and the risk is captured in the rmr. On (B)(6) 2017, when asked if the broken patella guide would be returning to exactech for evaluation, the contact stated that the handle was repaired, and the surgeon will continue using it. While it is undetermined which part of the broken patella guide (i.e., what is the "locking washer"?) Reported fell off, the pieces most likely to fall off were likely due to a broken end piece and/or the surgeon unscrewing a piece past the threads while adjusting the patella guide. However, the likely cause cannot be confirmed because the instrument was not returned for evaluation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. The locking washer fell off, so the cut was done free handed, nothing was left in the patient. An investigation was conducted; while it is undetermined which part of the broken patella guide (i.e., what is the "locking washer"?) Reported fell off, the pieces most likely to fall off were likely due to a broken end piece and/or the surgeon unscrewing a piece past the threads while adjusting the patella guide. However, the likely cause cannot be confirmed because the instrument was not returned for evaluation. This is a special instrument mfg date is 11/02/2016 or 11/04/2016.

Event description:
It was reported from ous that during an orthopedic surgical procedure the patella guide broke. The locking washer fell off, so the cut was done free handed. Nothing was left in the patient and there was no negative outcome to patient. When asked if the broken patella guide would be returning for evaluation, the contact stated that the handle was repaired, and the surgeon will continue using it. No additional information was provided by the contacts related to this event.